Event description:
Novasure console reported "vacuum" - blood entered the dial of the handpiece.====================== health professional's impression======================n/a====================== manufacturer response for novasure, novasure======================it will be sent out for evaluation.